Event description:
It is reported that a trauma client who will be a long term patient, had the fms inserted (B)(6) 2014 related to upper gi bleed, duodenal ulcer (melena and diarrhea) positive for c-difficile. The fms was changed 1x during this time. Patient is on aspirin and fragment for a cardiac condition. Device was removed on (B)(6) 2014 related to the onset of bleeding and passing clots. A c-scope was performed on (B)(6) 2014 and the findings were deep white band ulcer close to the denate line surrounded by hemorrhoids. M.d. Impression: likely bleed from rectal ulcer secondary to rectal flexiseal. Additional information received as follows: on (B)(6) 2014 "blood transfusion was ordered (prescribed) and the patient is now stable following the rectal bleed. The patient has a duodenal ulcer that continues to bleed off and on so goes in and out of ICU." On (B)(6) 2014 information received via voicemail states: "she said that the fms fell out on april 15th and was reinserted due to diarrhea and c-difficule. The client is a quadriplegic and they did not check for rectal tone." Lastly, it is reported that product was in use nineteen (19) days before issue occurred.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on the reports of "likely bleed from rectal ulcer secondary to rectal flexiseal." The lot numbers were not available; however based on additional received on (B)(4) 2014 nurse educator believes both units were the same type but does not have lot numbers. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.